Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer received new information alleging chronic respiratory failure, pulmonary hypertension, sore throat, headaches, cough, difficulty breathing/short of breath, chest pains and taking steriods, using inhaler for treatment. In this report section b1,b2,b7,g3,h1,h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chronic respiratory failure, pulmonary hypertension, sore throat, headaches, cough, difficulty breathing/short of breath, chest pains and taking steroids, using inhaler for treatment. The manufacturer received new information alleging treatment for hypertension with amlodipine & atorvastatin, treatment for cough with hydrocodone, visited a doctor and ent. The patient also underwent x-ray, and found patches in lung. In this report, section g3,h6 has been updated / corrected.